Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A health care professional reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading.

Manufacturer narrative:
No button error alarm was noted during testing. The pump unit had an unresponsive act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, and a scratched reservoir tube window.